Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation was ruptured. There was blood on the proximal conductor of the lead and it was not obstructed. Concomitant medical product: d284trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead had high impedance and a possible fracture. The right ventricular lead was noted to have steadily increasing lead impedance trends, high impedance, and a possible fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.